Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report recurrent mr and suspected tissue damage. It was reported that on (B)(6) 2017, 2 clips were successfully implanted, reducing grade 4 functional mitral regurgitation (mr) to grade 1. On (B)(6) 2018, the patient presented with shortness of breath and weight gain and was hospitalized. A transesophageal echocardiography (tee) was performed which revealed the mr grade had increased to 3-4. Both clips were stable and attached to both mitral leaflets; however, it was suspected that medial posterior mitral leaflet was damaged or perforated. The patient was referred to the surgery department for mitral valve replacement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral valve injury (tissue damage), dyspnea and worsening mitral regurgitation(mr) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral valve injury (tissue damage) cannot be determined. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported worsening mitral regurgitation and dyspnea were cascading effects of the tissue damage.